Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that when collimating in fov preview the collimator lateral lines should not appear, meaning there was no malfunction with the system and the system functioned as designed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding an imaging system outside of a procedure. The caller indicated that when collmating the x-ray field the green collimation indication lines in the mobile viewing station (mvs) doesn't show up. When taking 2d images it indicated that the image had been collimated. The issue seemed to be related to collimation done while fov as active and if fov was active then the collimation lines do not show up.